Manufacturer narrative:
The device was evaluated at customer site by philips subcontractor. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was a defective front case. The device is end of service and no repair work performed by philips.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the ac light didn¿t light up. There was no patient involvement.